Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Moisture damage was found on the motor. The insulin pump had minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer reported that the screen was cloudy and they could not read the screen. The customer also reported that the display was blank. The customer's blood glucose was 165 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.